Manufacturer narrative:
B3: corrected date of event. Section d brand name corrected. Section d catalog number was corrected. Section d4 serial number was corrected.

Manufacturer narrative:
D9 updated. The investigation is still ongoing.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was inadvertently omitted in error the complete UDI has now been provided. Corrected information has been provided in g1 to accurately reflect manufacturer contact phone number.

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient was transferred to the intensive care unit, where red urine was noted and analyzed as hematuria, not hemolysis. After coughing, the groin access began to ooze and required manual compression. The complication was managed with sutures, dressing change. Labs drawn and managed. Bedside surgical vasectomy failed due to patient anatomy, so the procedure was abandoned and the patient scheduled for operative removal of the device. After an off-label prolonged use of 7 days, the impella cp was also removed successfully. Hemostasis achieved. Clinical review a 67-year-old male was with known heart failure was admitted for an acute decompensation. An impella cp and impella rp flex were placed in the same session. The patient was transferred to the intensive care unit, where red urine was noted and analyzed as hematuria, not hemolysis. After coughing, the groin access began to ooze and required manual compression. After 5 days of support, the impella rp flex could be weaned. At the time of attempted explant, significant resistance was met as the motor appeared to approach the venotomy. Bedside surgical vasectomy failed due to patient anatomy, so the procedure was abandoned and the patient scheduled for operative removal of the device. After an off-label prolonged use of 7 days, the impella cp was also removed successfully.